Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the event. Beginning on the date of onset, the patient was treated with gentamicin 80 milligrams per day (route and duration not reported) and cefazoline 2 grams per day intraperitoneally (duration not reported) for an unreported indication. Dianeal therapies were ongoing. It was unknown if the patient was recovered or was recovering from the event. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.